Event description:
It was reported that a patient underwent a nephrectomy procedure on (B)(6)2010 and suture was used. The needle broke at the swage when the surgeon released the needle from the suture after knotted suturing under skin. No fragment remained in the patient's body. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch cc2067 mfg date: 03/01/2010, exp date: 01/31/2015. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.